Event description:
Provider states the unit is alarming. Per independent repair center statement, the unit was alarming or red light. The key failure was the rexroth valve being stuck. Additional malfunctions were the poppett valve not shifting, tire wraps tubing leaks, power switch has short circuit.